Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09157. The pt was implanted with two surgical leads (from two different leads). It has been reported immediately after the permanent procedure to implant the scs system the pt complained of a severe headache. The pt had a wet tap at implant and a blood patch was performed. The device was left implanted. Two days post implant the cerebral spinal fluid leak persisted and the pt was referred to a neurosurgeon. The physician performed a laminectomey at t12 to repair the leak. In the process of fixing the leak, both the leads were cut and replaced. The pt was programmed post-operative and reported effective stimulation coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.